Manufacturer narrative:
(B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis noted that the band tubing was broken with striations consistent with surgical end cut to remove the device. In addition, the lab analysis noted observation of needle induced seal damage to the access port and leakage from the port base. No add'l info has been reported to allergan regarding the serial number of the device. Add'l device labeling: "when adjusting band volume, take care to ensure the radiographic screen is perpendicular to the needle shaft (the needle will appear as a dot on the screen). This will facilitate adjustment of needle position as needed while moving through the tissue to the port. When adjusting band volume once the septum is punctured, do not tilt or rock the needle, as this may cause fluid leakage or damage to the septum. When adjusting band volume, use of an inappropriate needle may cause access port leakage and require re-operation to replace the port. Caution: the band, access port and calibration tube may be damaged by sharp objects and manipulation with instruments.

Event description:
Health professional reported initially an alleged explant of a lap-band access port without a reason for the removal of the device. F/u findings: per the surgeon's office, the explant of a lap-band port due to an alleged "port leak from the back of the port" occurred. The device was returned to allergan and analyzed. The serial number had been requested however was not available from the surgeon's office.